Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken and corroded, the lower case was corroded and rusted, both bail covers were broken, the lead flex cover was corroded, one printed circuit board (pcb) flex was creased, one bail was missing, the battery flex was corroded. (B)(4).